Event description:
Patient reported left side with "light cramping" and "mild tugging from time to time". An ultrasound exam noted "small anechoic cyst¿ not device related. Patient underwent treatment with anti-inflammatory drugs and vitamin e. Recall was mentioned. Patient started having pain in the left breast, the symptoms were affecting patient¿s quality of life and patient started noticing intense hair loss-not device related. Pathological analysis showed contracture, baker grade not provided. The device remains implanted.

Manufacturer narrative:
Code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: recall.

Event description:
The device has been explanted.